Manufacturer narrative:
Conclusion statement: no conclusion can be drawn. Product was manufactured and sold by dow conrning wright, the assets of which were purchased by wright medical technology,inc.

Event description:
Allegedly pt has fracture of internal upper part of femur condylis in prosthesis.